Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the following reportable malfunction was identified during the device evaluation: the insertion tube adhesive was peeling/missing. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure ¿the rubber is peeling off-the metal portion is showing¿ is due to the insertion tube adhesive peeling/missing. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope rubber is peeling off; the metal portion is showing. The issue occurred during reprocessing. There were no reports of patient involvement.